Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 6.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced six events on 06-may-2025 where the infusion set tubing was kinked. The infusion set was in use for 1-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.